Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented a subclinical infection in a separate part of the scrotum. It was also reported that one of the cylinders herniate out of the corpora. Both cylinders and pump were explanted and replaced. The infection was treated with multiple antibiotics. There is no additional information reported.